Event description:
It was reported that there was a particle in the balloon of a small volume intermate. This was noted before patient use. The device was filled with tobramycin and ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured november 5, 2014 ¿ november 10, 2014. The device was received for evaluation. Visual inspection revealed a white particle between 1.01 and 1.28mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy revealed that the particle was made of acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted